Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Manufacture dates: monitor sn (B)(4): 2/21/2014, electrode belt sn (B)(4): 3/13/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment event consisting of five shocks. The patient was reportedly at home and unconscious at the time of the event. The patient's mother was present and CPR was initiated. All five of the treatment shocks were delivered while the patient was in asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact for all five treatments. The response buttons were not pressed during the entire event. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments.